Event description:
On the third attempt to inflate balloon to 22atm, the balloon burst. Balloon wouldn't retract through the sheath and was readvanced and briefly reinflated followed by strong negative pressure. Upon a second attempt to retract through the sheath, the outer shaft separated from the balloon.